Event description:
It was reported that there was a catheter failure, it leaked after needle withdraw. No patient injury was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The returned sample was visually examined under magnification for any potentially related non-conformances. Blood pooling was noted during visual examination and is indicative of an issue during use. It should be noted that during use, the valve is not intended to prevent backflow of blood in the guard. Initial visual examination of the catheter assembly did not reveal any unusual conditions that would cause the complaint. Pressure testing using a water filled syringe of the catheter assembly indicated no evidence of leakage. The seal component was gently removed from the catheter assembly for examination with no visible damage noted. Based on sample evaluation, the complaint cannot be confirmed. No correction or corrective actions will be conducted by the manufacturing facility at this time. Complaint information will continue to be monitored.